Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2 near the cylinder strain relief. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was also noted on both cylinder exhaust tubes. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 2 near the cylinder strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, the patient was unable to inflate the implant, so an explant procedure was performed. Upon explant, it was noted that the tubing on the right side cylinder had a crack. A new device was successfully implanted and no other adverse patient effects were reported.